Manufacturer narrative:
Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while unpacking 100 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had a gray-black inner cover and others had a orange red inner cover. No patient impact. The following information was provided by the initial reporter: stage: unpacking the product defect: it was found that one of the 100 blood collection tubes had a gray-black inner cover, and the other blood collection tubes had an orange-red inner cover. Quantity: 1 piece. Impact: no adverse effects on patients and medical staff.

Event description:
It was reported that while unpacking 100 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had a gray-black inner cover and others had a orange red inner cover. No patient impact. The following information was provided by the initial reporter: stage: unpacking the product. Defect: it was found that one of the 100 blood collection tubes had a gray-black inner cover, and the other blood collection tubes had an orange-red inner cover. Quantity: 1 piece. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, (B)(4) retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.